Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. A 5f non-cordis sheath was used. The device was prepped and used according to instructions for use (IFU). The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. No damages were observed to the sealant sleeve assembly, and it was fully covering the sealant. The sealant remained in the manufactured position. In addition, the balloon was received fully deflated. The procedural sheath and syringe were not returned with the device and the stopcock was observed closed. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed on the returned device. Per functional analysis, an inflation/deflation test was performed per the mynx control instructions for use (IFU), and the results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. In addition, no damages were observed to the sealant sleeve assembly, and it was fully covering the sealant. The sealant remained in the manufactured position. The product history record (phr) review of lot f2312101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, as this issue was found during prep, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. A 5f non-cordis sheath was used. The device was prepped and used according to instructions for use (IFU). The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.